Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient last charged the ipg three months ago. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the device was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.